Event description:
It is reported that the patient was revised due to loosening. The original implant was performed in 2005.

Manufacturer narrative:
Evaluation summary: as received, the devices which have been in-vivo for approximately 6 years, show clear evidence of bone cement on both the femoral and tibial implants. Bone cement is not evident on the proximal-medial edge of the tibial plate. Neither surgical notes nor x-rays were provided, therefore fit and orientation could not be evaluated. Patient factors that may affect the performance of the components such as bone quality, activity level or type of activity (low impact vs high impact) are unknown. A definitive root cause cannot be determined with the information provided. However, the complaint may be revised upon return of operative reports, x-rays, or further information. Evaluation: manufacturing documentation was reviewed and indicates that the device was manufactured, inspected, and packaged to specification. The investigation could not verify or identify any evidence of product contribution to the reported problem. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc considers the investigation closed.